Manufacturer narrative:
Citation: chan dt, chiu hac, wong kl, et al. Transfemoral transcatheter aortic valve implantation (tf-tavi) for patients with left ventricular assist device (lvad) and aortic regurgitation. Catheter cardiovasc interv. 2025;106(7):3473-3480. Doi:10.1002/ccd.70213 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case series of transcatheter aortic valve implantation (tavi) in patients with left ventricular assist device (lvad) and aortic regurgitation (ar). The only case involving a medtronic tavi device is described below. Case 1:this patient underwent tavi with a medtronic 34 mm evolut r valve. As recounted, following evolut r deployment, two balloon dilations were performed to optimize expansion of the evolut r frame. The patient¿s clinical status improved following tavi and trivial ar was observed on echocardiography at discharge. However, two weeks after tavi, the patient developed symptoms of recurrent fluid overload and required intensive care unit (ICU) admission for diuresis and inotropic support. Echocardiography revealed severe paravalvular leak with downward migration of the evolut r. Consequently, the authors performed emergent valve-in-valve tavi and successfully implanted a non-medtronic transcatheter valve (29 mm sapien 3) within the evolut r valve. The patient remained in good clinical status (nyha class I) at the two-year follow-up with no further hospitalizations for heart failure.

Event description:
Literature was reviewed regarding a case series of transcatheter aortic valve implantation (tavi) in patients with left ventricular assist device (lvad) and aortic regurgitation (ar). The only case involving a medtronic tavi device is described below. Case 1:this patient underwent tavi with a medtronic 34 mm evolut r valve. As recounted, following evolut r deployment, two balloon dilations were performed to optimize expansion of the evolut r frame. The patient¿s clinical status improved following tavi and trivial ar was observed on echocardiography at discharge. However, two weeks after tavi, the patient developed symptoms of recurrent fluid overload and required intensive care unit (ICU) admission for diuresis and inotropic support. Echocardiography revealed severe paravalvular leak with downward migration of the evolut r. Consequently, the authors performed emergent valve-in-valve tavi and successfully implanted a non-medtronic transcatheter valve (29 mm sapien 3) within the evolut r valve. The patient remained in good clinical status (nyha class I) at the two-year follow-up with no further hospitalizations for heart failure. Additional information received from the corresponding author stated that continuous backward flow pressure in this lvad patient and no calcium for anchoring (within the native valve) caused the downward migration of the evolut r.

Manufacturer narrative:
Additional information: a4; b5 (third paragraph); d4 (expiration date, serial number, UDI); and h4. A search of the medtronic global complaint handling database with the provided serial number did not find a previous record for this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.